Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11855. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2021. During the procedure on (B)(6) 2021, the atrial lead was capped and replaced as the lead exhibited noise during interrogation prior to the procedure. The patient was stable.